Event description:
Consumer called to report inaccurate readings with new plink meter. Analysis run on clark error grid using mean avg. Reading (174) as ref. Point vs. Bd readings of 33, 315 yielded data points in the c zone of the grid, outside of acceptable limits.